Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pocket eroded. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2021, 350973 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.